Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer failed to properly cycle the cartridge and had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem clinical support educated the customer to properly cycle the cartridge before use, and that the cartridge and infusion is indicated for use with the mobi pump for 3 days. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.